Event description:
The customer received a questionable result from a coaguchek xs meter serial number (B)(4). At 4:48 pm, the result from the meter was greater than 8.0 inr. The patient was sent to the laboratory and the result at 5:08 pm was 5.4 inr. The laboratory used a stago instrument with neoplastin reagent. There was no allegation of an adverse event. The customer held coumadin for two days based on the laboratory result. The therapeutic range was 2-3 inr. The patient had no new medication, no medication changes, no new illness, no bleeding or bruising, no known hematocrit issues, no direct thrombin, no heparin therapy, no lupus, and no antiphospholipid antibodies. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from (B)(6) donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: marcumar 3: retention meter and master lot strips: 2.5 inr, customer meter and customer strips: 2.5 inr, 2.5 inr, 2.6 inr. Marcumar 4: retention meter and master lot strips: 2.3 inr , customer meter and customer strips: 2.3 inr, 2.3 inr, 2.3 inr. The maximum difference between measurements with the same blood sample was 4%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.